Manufacturer narrative:
Device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and dry mouth. Surgery and radiation were performed as medical intervention for the cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer and dry mouth. Surgery and radiation were performed as medical intervention for the cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated during the investigation pil,during the investigation pil observed a heavy amount of unknown brownish contaminant on the top cover, ui knob, ramp button and bottom enclosure. Pil observed scratches on the top cover, side cover and bottom enclosure. Unknown dust-like contamination was observed on the right-side panel, in the air inlet (filter area), on the pca, and blower cap. Pil observed the motor blower grommet was not seated properly. Dust-like contamination was observed on the interior side of the blower cap, on the blower motor, blower outlet bellow, and all over the interior side of the right panel assembly (air outlet), on the inner rim of the blower motor, and in the base of the blower box. Pil observed the side of the bottom enclosure was cracked/broken. Pil observed the sound abatement foam stuck to the bottom of the blower housing. Pil observed dust-like contamination on the air inlet seal and sound abatement foam. The air inlet seal was observed to have yellowed out. The issue of degraded sound abatement foam is addressed by CAPA 7211. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.